Event description:
Upon initiation of lvad, the device was operational but noisy. The device operated as indicated for two and one-half hours when the pump began to leak. Lvad was discontinued due to pump failure. The pt expired while in the operating room.